Event description:
It was reported that a crack developed by the catheter cuff retainer. The device was removed with no reported clinical consequences to the pt.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device sample was forwarded to the manufacturer for evaluation. When the investigation is completed, a final report will be submitted.